Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 6 mg/ml at 0.5998 mg/day and bupivacaine 3 mg/ml at 0.299 mg/day via an implanted pump. It was reported the patient¿s pump started flipping (B)(6) 2023 and the patient had an increase in pain around (B)(6) 2023. It was further reported, the patient notified the managing pump doctor that pump was not lying flat to her body but was at a 90 degree angle. This started in (B)(6) 2023. Alternating between laying down and ¿standing¿. It was noted the patient¿s pain started increasing in (B)(6) 2023. Environmental, external, patient factors that may have led or contributed to the issue included a decrease in weight (about 10 lbs weight loss). The patient was taken to surgery to replace the pump catheter segment, which had become twisted from the flipping pump and the pump was sutured down on (B)(6) 2024. The pump segment was removed and replaced at the anchor. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included chronic pain.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 22-mar-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis identified twisting in the catheter. Visual inspection identified there was damage to the transition tubing. Analysis I dentified a break in the catheter body. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.